Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearing was damaged was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. During repair it was observed that the bearings were broken worn out and corroded creating a situation where the cutter was not able to be inserted. It was determined that this was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the attachment device were damaged. It was noted that the ball bearings fell apart, and the balls and cages were not available. It was further determined that the device failed pretest for lock operation, cutter insertion, and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the device availability was inadvertently reported as oct 24, 2017 in the initial medwatch report. Please note that the correct date is dec 8, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.